Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of the lower case being broken, and also found the upper case, two side bail covers, the ring cover, the lead flex cover, the ventricle output connector and the battery drawer broken, the battery contacts compressed and the ring bent. (B)(4).

Event description:
It was reported that the case of the external pulse generator was broken around the atrial and ventricular connectors. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that during manufacturer's analysis the generator tested out of specification.